Manufacturer narrative:
Updated data: b4,g3,g6,h2,h10,h11. Corrected data: b5, e2.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) not showing pressure on display, customer stated unit wasn¿t showing arterial or balloon pressure values while on patient but was still pumping. There was no patient harm reported.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) not showing pressure on display. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) customer stated unit wasn¿t showing arterial or balloon pressure values while on patient but was still pumping. Ran unit on trainer and verified readings on display. Also tested pressure transducer and verified no errors in logs. Possible issue with customer¿s cables or accidentally used freeze screen option. Unit passed all functional and safety test per factory specifications, returned to customer and cleared for clinical use. Unable to verify any issues.

Event description:
N/a.